Event description:
Information received regarding the explanted device notes premature end of life. The patient's presenting intrinsic rate was approximately 59 bpm - 65 bpm. The device could not be interrogated and there were no pacemaker spikes with magnet application.